Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown.

Event description:
Imdrf codes must be updated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was ruptured the following information was received by the initial reporter with the following verbatim it was reported by customer that a set of primary IV tubing broke where it hooks into the pump.